Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant and crown was placed in ada site 10 in the mouth, the thin facial plate root became fractured. Another implant was not placed successfully in the same site on that day. The site was grafted due to inadequate bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that on the day the implant and crown was placed in ada site 10 in the mouth, the thin facial plate root became fractured. Another implant was not placed successfully in the same site on that day. The site was grafted due to inadequate bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).